Event description:
Reportedly, the pt's family noticed that; while connected to a/c power; ht50 ventilator was on internal battery and would not charge or show green a/c power light. They did not know how long this condition had lasted. There was no alarm or warning that the ventilator would not take a/c power. The ventilator reportedly stopped working, and shut down cold with a simultaneous alarm, however, the alarm did not provide a warning prior to the event. After this incident, the ventilator will not turn on while plugged into a/c power. It goes to an all red light alarm (audio) alert and freezes there non-responsive to actuation of controls. Alarm/lights continue until unplugged from a/c power and the internal power runs down. The caregiver bagged the pt for approx 2 hours because they had not brought a back up ventilator. Please note that there were no permanent pt injuries in this case.